Event description:
The customer reported that the device failed to deliver pacing therapy. There was no report of adverse pt impact.

Manufacturer narrative:
The customer reported that the device failed to deliver pacing therapy. There was no report of adverse pt impact. In 2008, philips evaluated the device and confirmed the customer's reported problem. The problem was resolved by replacement of the ECG connector. The device passed all testing and was returned to the customer. We will consider this a malfunction within the leads ECG connector block that resulted in intermittent leads off messages that impacted demand mode pacing.